Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawers were offline. The customer rebooted all in one (aio) and medbank application, but all 4 drawers (1,2,3,4) were not populating. The user needed to provide the item to the patient there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A technical support specialist (tss) remoted into the cabinet and configured, drawers came back online, observed the populate button for drawers 1-4 showing yellow. Rebooted all in one (aio) and the medbank application, then restarted the drawers, however, all four drawers still did not populate. A field service engineer (fse) found that the pyxibus cable connected to the top four drawers and plugged into the communication sled was found not to be fully seated. The station was shut down, and the pyxibus cable was properly reseated into the communication sled. The station was then rebooted, and all drawers were verified to be online and functioning correctly using the test application. All drawers were successfully tested and confirmed operational. The system functioned as intended after the field service engineer repaired the device.